Manufacturer narrative:
This compliant is a duplicate of MFR report # 3006948883-2019-00680. Please considered this complaint as cancelled.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that leakage at the connection site between y-port and infusion set (not from bd)after completed penetration leakage remains after nurse tightening the connection site indwelling needle was removed at once , no serious injury on patient".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that leakage at the connection site between y-port and infusion set (not from bd) after completed penetration leakage remains after nurse tightening the connection site indwelling needle was removed at once , no serious injury on patient."